Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback coronary orbital atherectomy system instructions for use states that slow flow or no flow phenomenon is a potential adverse event that may occur and/or require intervention. Csi ID: (B)(4).

Event description:
Proximal to distal treatment passes with a diamondback coronary orbital atherectomy device (oad) were made to the right coronary artery. Throughout the procedure, resistance was encountered distally due to the curvature of the artery and disease, and the guide catheter had difficulty staying engaged. High speed was selected for the final treatment passes, following which slow and no flow were observed. The oad was removed in order to balloon the area. The patient became uncomfortable and bradycardic, and fentanyl and nitroglycerin were administered to sedate the patient and resolve circulation. After approximately 20-25 minutes the issue was resolved. Following the procedure the patient was alert and well. It was decided that the patient would return to the lab at a later date to complete atherectomy treatment in the proximal area of the vessel. Per the physician, the cause of the slow and no flow event was due to repeated treatments, due to the amount of calcified disease, which caused micro particulate, creating the flow issues.